Manufacturer narrative:
(B)(4). The lot was manufactured on december 22, 2015 to december 23, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device and an untightened blue winged luer cap. A functional flow test was performed after tightening the blue winged luer cap, and the device operated within specification. No device defect was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 22, 2015- december 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the protective transport bag before use. The device was filled with 3200 mg of fluorouracil in 5% dextrose solution with a total fill volume of 230 ml. There was no patient involvement. No additional information is available.